Event description:
An elderly male underwent a ams inflatable penile prosthesis many years ago. The device suddenly quit working 2 months ago. It was discovered upon physical exam there was fluid loss in the system. Cylinders and pump were well positioned but the cylinders were empty of fluid. Pumping the bulb did not refill the cylinders. Patient underwent removal with a new penile prosthesis implanted few days ago.

Event description:
An elderly male underwent a ams inflatable penile prosthesis many years ago. The device suddenly quit working 2 months ago. It was discovered upon physical exam there was fluid loss in the system. Cylinders and pump were well positioned but the cylinders were empty of fluid. Pumping the bulb did not refill the cylinders. Patient underwent removal with a new penile prosthesis implanted few days ago.